Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector would not supply liquid. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: d4 and h4. If additional information becomes available an emdr supplement will be submitted.

Event description:
The h4 - manufacturing date has been updated to 11/11/2024. The d4 - lot number has been updated to 4yv.

Manufacturer narrative:
The h4 - manufacturing date has been received and updated to 2/1/2023.

Event description:
The h4 - manufacturing date has been received and updated to 2/1/2023.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8 and h6. Corrected fields: d4 and h4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: buckling of the inner tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The h4 - manufacturing date has been updated to 02/09/2023. The d4 - lot number has been updated to 32v09.